Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump's battery module pin was stuck in the "in" position. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the"battery module pin stuck in "in" position which was confirmed through observation. Evaluation found the two negative battery pins on the back flex to be fully depressed preventing dc operation so that the pump could not power on. The back flex was replaced through replacement of the rear case assembly to correct the condition. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01727 can be removed from the FDA database.